Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the device was in good condition. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the load loosening. As a result, the patient circuit connector was tightened with a force of 4.5 nm and functional tests/performance tests were also conducted. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. G2 email is: regulatory.responses@icumed.com.

Event description:
It was reported that during the maintenance check up, the gso engineer noticed the outlet was tightened with the torque of 4.5n or smaller. No adverse effects have been reported.

Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown. D4: UDI section is unknown. G5: 510k is blank, this catalog number is not sold in the united states. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.